Manufacturer narrative:
(B)(4).

Event description:
The consumer reported having sudden uncomfortable stimulation, noting that it felt like it was "grabbing and pinching." However, the patient clarified that they had uncomfortable stimulation ever since the health care provider (hcp) turned up stimulation in (B)(6) 2015. The therapy was turned off because it was too painful, but decreasing the amplitude during the call eliminated the uncomfortable stimulation. The patient was going to leave settings and continue to track symptoms on new setting. Later, the patient reported that since the last call their urinary symptoms were better for 2 days but was wet on (B)(6) 2015. Additionally, the patient was not able to have a bowel movement since settings were changed. As a result, the patient decreased settings but did not feel stimulation. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that she never received training on using the programmer and was disgusted with the device. She was not told that the device would interfere with her bowel and she would rather wet herself than not have a bowel movement. She had used so many relief tissues and napkins she couldn't remember. It was indicated that the patient changed settings to 0.9 volts on (B)(6) 2015; the device was biting the patient so she had to have it turned off, it was so high. The patient reportedly was never treated correctly from the get go.